Event description:
It was reported that there was a problem with the implantable lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.